Event description:
It was reported that, during ureteroscopy with laser lithotripsy procedure, the laser fiber broke along fiber body inside the patient. It was noted that the broken fiber was removed, and the physician looked all around to check there were no remaining pieces. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. A fiber pole was not used during procedure, there was no resistance while advancing fiber into the scope, and pressurized saline irrigation was used. Additionally, it was noted that joules expended during the procedure were .3j, the hertz/joules setting were .3/80, and a storz flexible fiberoptic ureteroscope was used.

Event description:
It was reported that, during ureteroscopy with laser lithotripsy procedure, the laser fiber broke inside the patient. It was noted that the broken fiber was removed, and the physician looked all around to check there were no remaining pieces. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.